Manufacturer narrative:
The pump passed displacement test and rewind test. The motor error alarmed during basic occlusion test and compromised force sensor system alarmed during prime test due to severe moisture damage on force sensor resistor. There was a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker. There was corrosion on motor housing noted; no corrosion on motor home switch. There was moisture damage on all electronic assemblies noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that they have tried to prime their device three times, but each time they have received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 122mg/dl. The customer was advised that the device would need to be replaced and returned for analysis.